Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The distal tip of the shaft was broken, and the uneven fracture face indicated that the shaft might have failed due to excessive bending loads. It was reported that the inner shaft was not disengaged from the interbody before rotational forces were applied. This maneuver may have subjected the shaft to bending loads, contributing to the failure.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That during a surgery the tip of an inserter broke inside the interbody cage. The broken component could not be removed and was left in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That during a surgery the tip of an inserter broke inside the interbody cage. The broken component could not be removed and was left in the patient.